Event description:
During our robotic procedure, we put a stryker surgicount rfid double x-ray gauze sponge from the robotic pack into the patient through a robotic 8mm trocar. The surgicount gauze sponge was later removed. It was discovered fifteen (15) minutes after it was removed that the rfid strip had fallen off of the surgicount gauze sponge and into the patient. Luckily we noticed it inside the patient prior to the end of the case, and we were able to remove the strip and all parts of the surgicount gauze sponge were accounted for.